Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: arterial bleeding. It was reported that a trained technician achieved arteriotomy closure using the starclose device after an interventional procedure. The following day when the patient was ambulating, the patient heard a "pop" sound and arterial bleeding was noticed. Hemostasis was achieved using manual compression. There were no other reported patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.